Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, lead noise issue and low impedance issue was observed on the electrocardiogram. Upon opening of the pocket for lead revision, lead insulation damage was observed and noted to have been rubbed off near the subclavian and clavicle area. Additionally, there was high inadequate capture threshold issue as well. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.